Event description:
Notified that a revision took place with dr. (B)(6) on (B)(6) 2026 for products implanted on (B)(6) 2025 as the femur was externally rotated. The representative stated that during the (B)(6) 2026 revision the femur was indeed found to be externally rotated. During the revision, the screws were removed from each side of the femur and the adapter started spinning once the femur was separated.